Manufacturer narrative:
Correction to describe event or problem: to add the paragraph that was omitted from the original submission of medwatch MFR report# 2916596-2017-01073.

Event description:
Correction: the following information was omitted from medwatch MFR report# 2916596-2017-01073: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was initially implanted on (B)(6) 2015, due to a history of non-ischemic cardiomyopathy and chronic systolic congestive heart failure. The post-lvad implantation course had been complicated by recurrent pump thrombosis, with lvad pump exchanges on (B)(6) 2015 and (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017. The cause of death was reported as pain with a secondary diagnosis of acute on chronic systolic congestive heart failure, air hunger, excessive oral secretions, nausea, and vomiting.

Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange of (B)(6) 2015 was reported under medwatch report# 2916596-2016-01694. The referenced pump exchange of (B)(6) 2017 was reported under medwatch report# 2916596-2017-00336. (B)(4). Approximate age of device - 72 days. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented initially on (B)(6) 2017 with complaints of left upper quadrant abdominal pain starting 24 hours prior to admission and persisting. The pain was associated with intermittent shortness of breath, nausea, and vomiting; however, there was no chest pain, fevers, nausea, vomiting, hematochezia, melena or symptoms of heart failure. The patient reported frequent, unspecified lvad alarms that had become almost continuous. The patient¿s heartrate was 125 beats per minute, with a brain natriuretic peptide (bnp) of 590 pg/ml, and a lactate of 1.5 mmol/l. CT of the abdomen revealed a large left anterior abdominal wall abscess adjacent to the lvad. The patient was given a dose of IV vancomycin and a dose of IV zosyn and was admitted and treated for acute shock. It reported that the patient was under palliative care, and was not listed for transplant due to multiple comorbidities. The patient was transitioned from inpatient palliative care, to inpatient hospice on (B)(6) 2017 due to device thrombosis and multiple complications. Pain and air hunger were well controlled; however, the patient then developed excessive secretions. The patient became apneic and expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device, the report of suspected thrombus and subsequent patient outcome could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.